Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise in bipolar and unipolar, which was indicative of a potential insulation issue. The lead remains in use for continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise in bipolar and unipolar, which was indicative of a potential insulation issue. Lots of far field r-wave (ffrw) oversensing was also exhibited. The lead remains in use for continued follow-up. No patient complications have been reported as a result of this event.